Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problem cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
It was reported that immediately after initiation of intra-aortic balloon (iab) therapy, there was an "iab catheter inspection required (flow restriction)" alarm. The hospital staff checked the extension tube, etc., but there were no visible kinks. They then restarted the cardiosave intra-aortic balloon pump (iabp) but the issue persisted. The iab was replaced with another manufacturer's and therapy was provided. There was no patient harm or adverse event reported.